Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The returned fielder xt guide wire was three-dimensionally deformed with twisting for approximately 60mm from the tip. Disarranged coil due to accumulated torsion and stretched polymer jacket and outer coil were observed at the deformed segment. The polymer jacket was removed and the outer coil was unwound for observation purpose. The core wire was found fractured proximal to the twisted segment, which was located at approximately 8mm from the tip. At approximately 152mm distal to the proximal solder (set at 160mm from the tip to fix the outer coil onto the core wire), the proximal fracture end of the core wire was observed. Microscopic observation found that both proximal and distal fracture ends of the core wire were twisted with flat fracture surfaces, indicating accumulated torsion had caused core wire fracture. Although the core wire was fractured at approximately 8mm from the tip and the outer coil as well as the polymer jacket were stretched, measurement of the core wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with torquing manipulation in attempts to cross the lesion might have been locally applied on the fielder xt guide wire due to anatomical conditions, fracturing the core wire. Further applied tensile stress generated with removal while the wire tip was trapped in the subintimal space or the cto lesion then made the outer coil and polymer jacket stretched. Although it was concluded that this event was not attributed to product quality, possibility of wire fragment left in patient anatomy could not be eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]. Breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a mildly calcified chronic total occlusion (cto) in the proximal right coronary artery (rca) via antegrade approach through a jr4.0 guide catheter. An asahi fielder xt guide wire was used to cross the lesion with the support of an asahi caravel microcatheter. When the guide wire was rotated clockwise and counterclockwise alternately, the guide wire crossed the lesion and likely entered into the subintimal space in the mid segment. The wire tip was not entirely free. The physician tried to pull back the tip to retry and found that the wire was unravelling with the tip not moving much. The guide wire was pulled back a bit more aggressively and it came back a 5-10 mm or so but still the wire tip appeared to be stuck around the proximal occlusion point. The concomitant to engulf the loose wire tip and the two devices were removed together. It was reported that there were no adverse patient effects associated with this event and the patient was stable and ambulatory after the procedure.